Event description:
It was reported that a patient with a sling device experienced recurring incontinence leading to an artificial urinary sphincter (aus) procedure. There were no further patient complications.